Manufacturer narrative:
The customer¿s stated issue of ¿keypad failure¿ was confirmed. The pump module was found to be out of specification, none of the buttons were working when the device was received. During internal inspection of the keypad, contamination and open traces were noted at the keypad flex circuit. The log review found no programming errors that would explain a report of a keypad failure. Functional testing consisted of asm keypad testing, attempting to start a normal infusion, and replacing the damaged keypad with a known good part were all performed on the pump module. After replacing the damaged part testing was performed and the pad was now functioning as expected. The root cause of the customer¿s complaint was identified in this investigation as due to an opening in the keypad flex cable traces.

Event description:
It was reported that while a device was in use on a patient, the rn needed to immediately stop an infusion. The device would not respond to the key press to pause the infusion. The rn noticed that the infusion did not stop and disconnected the line and device from the patient and sent the products to the biomed department for review. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that while a device was in use on a patient, the rn needed to immediately stop an infusion. The device would not respond to the key press to pause the infusion. The rn noticed that the infusion did not stop and disconnected the line and device from the patient and sent the products to the biomed department for review. The customer further stated that there were no adverse effects caused to the patient from the event.